Event description:
Customer reported there is an insulin leak in the infusion device system and air bubbles in the cartridge, and she has experienced hyperglycemia above 600 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.